Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a button unresponsive and no delivery alarm. The customer reported no adverse event. The event involved product(s) mmt-751pnas, mmt-332a, mmt-399a. Troubleshooting was performed and customer reported that the button keypad were hard to press. The customer identified the pump's time continues to advance. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-751pnas was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Unit had unresponsive act and up buttons due to flattened (creased) buttons dome switch. Unable to perform displacement test rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive all buttons. Used keypad test to perform download. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and missing end cap sticker. Unable to confirm no delivery alarm due to unresponsive button. Unresponsive act and up buttons due to flattened (creased) buttons dome switch confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.